Manufacturer narrative:
Concomitant medical products: truliant tib imp crc insert sz 4.5, 11m (cat# 02-022-51-4511) and truliant tib fit tray cem sz 4.5f/4.5t (cat# 02-022-45-4545). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech truliant knee clinical study, approximately three months post initial rtka, this (B)(6) female patient's knee was still stiff. Surgeon did closed manipulation nineteen days later and patient will follow up with physical therapy. Per clinical study this event is not related to the device but definitely related to the procedure.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported by the exactech truliant knee clinical study, approximately three months post initial rtka for osteoarthritis, this 62 y/o obese female patient's knee was still stiff. Surgeon did closed manipulation nineteen days later and patient will follow up with physical therapy. Per clinical study this event is not related to the device but definitely related to the procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain and stiffness cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.